Event description:
The hosp reported that during the saphenous vein harvesting procedure, the conical tip detached into the pt's leg. The reporter did not know how the tip was retrieved from the pt's leg. No add'l pt complications were reported by the hosp.